Manufacturer narrative:
Reference #: (B)(4). Initial report date: 11/13/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). A review of the device history record indicated that the product was released meeting finished product specifications. In addition, trending is performed on a regular basis per procedure to identify whether the trending has hit triggers that require additional investigation. The product has been received and an investigation is pending. Additional information, once received, will be submitted in a follow-up report.

Event description:
According to the reporter, a roth net was used to resolve the issue. The procedure was performed again. It was noted that the patient had chronic obstructive pulmonary disease (copd) prior to the procedure. An endoscopy performed prior to the procedure showed a normal esophagus. The user was an experienced physician of three years trained by a company representative. Lubricant was used in the placement of the device. The account has indicated that the product will be returned for investigation.